Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc) while connected during their initial drain. There was nothing unusual noted with the supplies or the setup that could cause or contribute to the alarm. Therapy was discontinued and the patient was advised to start therapy over using new supplies. There was patient involvement, but there was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.